Manufacturer narrative:
Investigation findings: conmed linvatec received this bur for evaluation and confirmed the reported problem. The evaluator found the bur head detached from the shaft at the weld. The cause of this failure could not be determined. A 2 year review of product history found two similar reported events for this type of failure. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this bur in surgery, it broke into 2 pieces. There was no injury or surgical delay reported with this event.